Event description:
I had the essure inserted and since had to have the hysterectomy. I had extreme pain and bloating. I also developed aches and pain in my joints and excessive daytime sleepiness which I still suffer from. A pulmonary doctor put me on stimulants and then a neurologist increased them. I then grinded my teeth at night and chipped 2 and broke one. I have since stopped all the stimulants but now I have to go get my teeth fixed. I have a hard time working full time and flew to (B)(6) to be diagnosed with idiopathic hypersomnia after 3 sleep studies. I also suffer from tmj from the tension the stimulants caused. I told my gyno that it started after the essure but was told that could not be the case. I have also been to an internist, dietician, and endocrinologist to try to find out why I cannot stay awake. They ruled our apnea, iron, thyroid, lyme disease, addison, gluten, etc. I am losing my quality of life.